Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer was able to restart the unit after a few efforts. The fse confirmed that the device had technical errors that were all in conjunction with an executive board failure. The fse replaced the executive board. The unit's calibration was verified. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an unexpected shut down. There was no harm or injury to the patient and no adverse event was reported. Device failed while on a patient. Device failed while on a patient. No patient injury/harm reported. Customer has no further details at this time. (B)(4) cardiosave. Requested by (B)(6). (B)(4). Cardiosave hybrid type b plug g1152pumcsh0000 technicians remarks: customer stated during use device shut off. Attempted to restart system but could not, after a few attempts customer was able to successfully restart pump. Confirmed onsite, on 2/11/22 device had technical errors that are all in conjunction with an executive board failure. Replaced executive board, verified unit calibrated and passes all functional and safety tests per factory= specifications, returned to customer and cleared for clinical use.* activity: safe to operate : returned to service.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion,component code, h10, h11. Corrected fields: b5, h6 (impact code, clinical code). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had attempted to restart the system but could not, but after a few attempts the customer was able to successfully restart the pump. Then the fse had further confirmed that the device had technical errors that are all in conjunction with an executive board failure. After that the fse had replaced the exch, pcb, exec processor so, that after the replacement of an executive board, the unit had passed all the functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. There was an involvement of the patient but no harm reported. The defective components were received for further investigation. The national repair center installed the pcb,exec processor into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc verified the error codes in the fault journal of 111,112 118, 101. The board failed testing. Sending the board to the supplier for failure analysis. The fat dept. Received part number 0670-00-0770 exec. Processor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Skip ict and hi-pot testing process (since the date codes of t1 and t3 are less than 1502). Only fct and manual tests are performed and passed. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an unexpected shut down. There was no harm or injury to the patient and no adverse event was reported.